Event description:
It was reported that during the implant procedure, the left ventricular lead tip was very tight and the physician had difficulty passing a wire. The tip seal damaged two wires. The lead was eventually implanted. It was discovered that the atrial lead dislodged after the pocket was closed. The pocket was reopened and the lead was repositioned. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).